Event description:
Ruptured gel implants (2). Received silicone gel implants in 1979. Rptr had rectal cancer in 1983. No family history of cancer, thyroid disease 1985, polymyalgia & polyarthralgia in 1989, fibromyalgia, connective tissue disease & neurological disease in 1992, 1997 osteopenia never received any chemotherapy etc. For cancer was fully removed and cured with surgery after losing use of arms. In 1989 rptr was told by physician of connective tissue disease possible lupus scleroderma, then went to clinic.